Manufacturer narrative:
The customer reported that the keypads¿ buttons were not working for the three pcu devices and needed to be replaced was confirmed. Inspection: an external and internal inspection was performed on (qty 2, p/n tc10013664) and (qty 1, p/n tc10012515). External inspection of the keypads were observed to be in good condition with no irregularities observed. Internal inspection of the keypads found signs of fluid ingress where the flex cable meets the circuit layer. Two of the three keypads did not power on using the system on key (qty 2, p/n tc10013664). Aside from the ¿system on¿, two keypad keys were functioning as intended. The third keypad had various keys that were not functioning (qty 1, p/n tc10012515). Electrical failure ¿ design. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated.

Event description:
It was reported that the keypad buttons were not working for the three pcu devices, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that the keypad buttons were not working for the three pcu devices, and therefore, will be replaced. There was no reported patient involvement.